Event description:
It was reported that customer uses the disposable co2 detector to verify proper endotracheal tube placement before switching to capnography monitoring. During a recent inubation,which was done by protocol, the disposable co2 detector did not respond to exhaled co2 - there was no color change. The customer then used the capnometer. There was a good curve and the doctor heard breath sounds on both sides. The patient was not injured or harmed and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)